Event description:
A customer reported to baxter's corporate product surveillance a non-dehp 0.22 micron extensionset in which the filters were clogged and the solution would not prime properly. The reporter stated that it seemed to have been due to user error since she did not prime the set per label copy and that the set did have air in the line. There was no patient involvement or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.